Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) implantation procedure, the patient experienced blurry vision. Subsequently the lens was removed and replaced with another lens. The clinical reason for explant was asthenopia. According to additional information received stating that the lens was replaced with another company lens. There was no patient harm occurred.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., h.11. The lens was returned submerged in clear liquid inside a small, plastic specimen jar. The optic was cut almost completely into two pieces, beginning at the optic edge and travelling across the optic center toward the opposite optic edge. This damage was typical to damage from an insertion and removal. The anterior optic surface had two small scratches near the optic center on one half of the lens and another small, anterior surface scratch on the other half of the lens. A qualified cartridge was indicated. The viscoelastic and handpiece information was not provided. It is unknown if qualified products were used. The root cause cannot be determined for the reported complaint. The lens was scratched and cut almost completely into two pieces, typical of an insertion and removal. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. It is unknown if a qualified handpiece and viscoelastic were used. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The instruction for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The company (3.00 cyl.) 11.5 diopter (add power +2.17/+3.25 diopter) lens was removed and replaced with a noncompany lens (model and diopter unknown). The manufacturer internal reference number is: (B)(4).